Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer resumed insulin delivery after the alarms. The customer had been traveling at 7-8000 feet and the pump may have been exposed to moisture/humidity. The customer's blood glucose (bg) level was 300-500 mg/dl. The customer has retinopathy and due to the poor control of the bg level, internal bleeding in the eye had occurred. The customer used correction boluses and insulin injections to address the bg level. Although requested, additional follow-up information was not received.